Event description:
A programming history review found that a faulted system diagnostic test was performed on (B)(6) 2010 which changed the patient's settings from 2 ma output current, 20 hz frequency, 500 microseconds pulse width, 30 seconds on time, 3 minutes off time, 2.25 ma magnet output current, 500 microseconds magnet pulse width, 60 seconds magnet on time to 0 ma output current, 20 hz frequency, 500 microseconds pulse width, 30 seconds on time, 3 minutes off time, 0 ma magnet output current, 500 microseconds magnet pulse width, 60 seconds magnet on time. These settings were not changed until the next visit on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.